Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch there was small black dots on the internal walls of the drip chambers. There were no reported patient involvement and no reported patient harm.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. The device was received for evaluation; however, it has not been evaluated.